Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of cassette not properly attached errors. Visual and functional tests were performed, and a defective latch lock flex cable was found. The latch lock flex cable was replaced to fix the issue.

Event description:
It was reported that the device alarms "cassette not attached properly reattach cassette" whenever the latch was switched from open to closed, even if there is no cassette. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.